Event description:
Device 2 of 2. Refernece MFR report: 1627487-201-08664.

Manufacturer narrative:
Evaluation: results: visual inspection of the extensions revealed broken wires in the extension header. The broken wires were consistent with an overstress condition the extensions were subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.